Event description:
It was reported that two products failed. First the applier jammed immediately, one clip came out broken. The second applier from the same lot first fired, clips were not coming out, then when they did come out they came out closed. After the second applier failed the surgeon used a manual hemolok applier.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position of the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. This was repeated two more times with the same result. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. A clip with a broken hook was also found in the channel. The top jaw was slightly bent. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The clip stacking could prevent the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit jamming" was confirmed based upon the sample received. One device was returned with its rotation tab bent and no clip in the first position of the channel. Upon functional inspection, no clip fired on the first attempt. This was repeated two more times with the same result. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. A clip with a broken hook was also found in the channel. The top jaw was slightly bent. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The clip stacking could prevent the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900029 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two products failed. First the applier jammed immediately, one clip came out broken. The second applier from the same lot first fired, clips were not coming out, then when they did come out they came out closed. After the second applier failed the surgeon used a manual hemolok applier.